Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed pin 4 of the ac adapter was missing and burn marks were present on pins 1,2,3, and 5 of the adapter. Carefusion scrapped the adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that there were scorch marks around the pins at the ac adapter connection and the pins were burnt in the lemo connector. It is unknown at this time whether there was any patient involvement associated with this complaint.